Event description:
Following a premature ventricular tachycardia procedure, a cardiac perforation was noted. The ablation procedure was located at the aortic cusps. Patient was hemodynamically stable throughout the procedure. The premature ventricular tachycardia was successfully ablated with no excess contact. Post procedure, the patient experienced chest pain. Echo showed a 14 mm pericardial effusion next to the right ventricle. The patient underwent pericardial drainage. It is unknown what caused the perforation as there were no performances issues with any abbott device. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.